Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 100% stenosed de novo lesion in the mid right coronary artery (rca). The 1.20 x 6 mm mini trek was delivered to the lesion and inflated, however, the balloon ruptured during the first inflation at 8 atmospheres, 10 seconds. The mini trek was removed and a non-abbott balloon was used prior to implanting a drug eluting stent to complete the procedure with a good patient outcome. There was no reported clinically significant delay in the procedure and no adverse patient effects. It was further reported that the mini trek had been prepped (air-bleeding) inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthough, xt-r; guide cath: heartrail. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the balloon was prepped inside the patient anatomy, it should be noted that the rx mini trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur.